Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that past instances of atrial noise were observed through a review of stored episodes. The lead was capped and replaced during a device changeout procedure. The patient was noted to be in good condition following the procedure.